Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be connected to the rt329 infant continuous flow breathing circuit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt329 infant continuous flow breathing circuit was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for lot number 100708. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported that the heater wire adaptor could not be connected to the rt329 infant continuous flow breathing circuit. This was noticed prior to patient use. No patient consequence was reported.